Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from the united states. The medical history and concomitant medications were not reported. On an unspecified date, the consumer started using ob non-applicator tampons, for period (route vaginal, lot number, frequency, and expiration date unspecified). After an unspecified duration, she noticed while taking off the plastic, some of the cotton on the tampon was unraveled. When she removed the tampon from vagina, the cotton was not intact and some of the tampon was left inside her vagina. She was manually removing the cotton, which was left inside. She also stated she used several tampons and experienced the same reaction. She was using the ob tampons since nineteen years. After an unspecified duration, she discontinued the use of the device and the outcome of the event was unknown. This report had non-serious event. The company causality was assessed as possible. This report was considered as a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from the united states. The medical history and concomitant medications were not reported. On an unspecified date, the consumer started using o.b non-applicator tampons, for period (route vaginal, lot number, frequency, and expiration date unspecified). After an unspecified duration, she noticed while taking off the plastic, some of the cotton on the tampon was unraveled. When she removed the tampon from vagina, the cotton was not intact and some of the tampon was left inside her vagina. She was manually removing the cotton which was left inside. She also stated, she used several tampons and experienced the same reaction. She was using the o.b. Tampons since (B)(6) years. After an unspecified duration she discontinued the use of the device and the outcome of the event was unknown. This report had non-serious event. The company causality was assessed as possible. This report was considered as a reportable malfunction case in the united states. Additional information received on (B)(6) 2012. The consumer did not provide a valid lot number with the complaint. The returned sample was not received as of (B)(6) 2012. The analyst performed a review of the complaint data associated with each category (breaks/falls apart with use, stuck in body and reportable pqc) and found no adverse trends. The analyst performed a review of the history of non conformances recorded in the ob department over the period of (B)(6) 2010 to (B)(6) 2012. This review did not indicate a trend requiring action. The analyst performed a review of manufacturing process, design, package and product changes over the period of (B)(6) 2010 to (B)(6) 2012. No changes related to this complaint were made. Based on the investigation results, due to lack of complaint sample and absence of trends, there was no evidence to confirm that the device failed to meet the specifications. No assignable cause had been identified for this specific complaint. Complaint trends would continue to be monitored. This report remains non-serious. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.